Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) values displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. No further assistance required.